Event description:
It was reported that the right ventricular (rv) and atrial leads had high impedance and a possible fracture. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4574-45, lead, implanted: (B)(6) 2004; product ID kdr901 ipg, implanted: (B)(6) 2004. (B)(4).